Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone by customer's nurse that the reservoir alarmed and had a possible leak. The reservoir is filled and all of a sudden it's beeping and its empty, supposed to last 72hours. The customer's nurse to monitor the customer and stated the blood glucose had not dropped, but the reservoir was empty. The customer's blood glucose was 127mg/dl.